Event description:
It is reported that the cement became debonded from the femoral component, causing the implant to become loose. As a result, the patient was revised.

Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.